Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as a rash with broken skin and bleeding. The patient went to a doctor and was prescribed an ointment. During a follow up, it was reported that the irritation was healing.